Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an esophagectomy procedure the device fired fine. The first donut, distal donut, came out as tissue not as a full donut. The proximal donut showed up as a complete donut. The surgeon over-sewed the anastomosis to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.